Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the total length of the fiber is 12 feet 0.5 inches, connector not included in over-all length. The connector is detached and returned. Portion of connector internal black tubing is connected to the fiber. The fiber proximal end exhibits melting. The distal tip of the fiber exhibits no signs of usage. Black discoloration was noted near the distal tip and proximal end within blue jacket. The fiber optic broke in connector based on the fiber imaging. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure after plugging the fiber into the console, the connector overheated, began smoking, and once removed fell off. A second fiber was connected to the console and the connector overheated. The fiber was removed and a third fiber was plugged into the console. The case was completed without injury to the patient or user.

Event description:
It was reported that during the procedure after plugging the fiber into the console, the connector overheated, began smoking, and once removed fell off. A second fiber was connected to the console and the connector overheated. The fiber was removed and a third fiber was plugged into the console. The case was completed without injury to the patient or user.